Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue.

Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. D4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs wuxi - no. 19 changjiang road national hi-tech dev. Zone china wuxi jiangsu, 214028.

Event description:
It was reported that there was a malfunction resulting in battery failure which will cause loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
This supplemental MDR #2 for initial MDR 9710602-2025-01661 is being filed to report that the initial MDR erroneously indicated both 30 day and 5 day in block g6 manufacturer type of report. Only 30 day and initial should have been selected.